Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmers battery was unable to charge or hold charge. The battery had 1 light emitting diode (led) indicating the amount of charge and two indicating the health of the battery. The battery was able to charge using the test power supply. The battery did not discharge after being on for over 2 hours. After having a full charge, all led's which indicate battery heath were lighting. It was also noted that the cursor jumped away from the stylus and would not calibrate. The cursor functioned correctly with the test display. The handle cover was peeling loose. The programmer was scrapped due to lack of availability of spare parts. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.